Manufacturer narrative:
Concomitant medical products: dtma1qq ICD, implanted: (B)(6) 2018; 6935m62 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a pocket infection. The device and leads were explanted and replaced. No further patient complications have been reported as a result of this event.